Manufacturer narrative:
Concomitant therapies: wellbutrin, melatonin, calcium supplements, esterc, and zyrtec. Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of hard nodules and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment possible treatment site responses after injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Postmarket surveillance the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Patient reported they were injected in the cheek and jawline with 2 syringes of juvéderm® ultra plus xc (lot#s h30la60283 and h30la60479) and 2 syringes of juvéderm voluma® xc. Three months later patient developed ¿solid, really hard nodules¿ and their doctor suspects "biofilm." Almost four weeks after the symptoms began the patient was treated with a 2 week course of oral ¿antibiotic therapy.¿ symptoms are ongoing. Patient was taking multivitamins, move free, wellbutrin, melatonin, calcium supplements, esterc, and zyrtec at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00669 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2017-00668 (allergan complaint #(B)(4)). This MDR is being submitted for juvéderm voluma® xc.